Event description:
It was reported that there was an out of range pacing lead impedance on the device. All subsequent updates of pacing lead impedance are within range. The device will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.